Event description:
Multiple alarms while using the b. Braun pumps and disposable tubing. The "air in line" alarms continually alarming due to tubing malfunction. Resulting in significant delay in care of 20 minutes in duration. Staff are unable to clear "air in line" alarms resulting in ergonomic related injuries. FDA safety report ID# (B)(4).